Manufacturer narrative:
Product evaluation: the explanted lens was returned sealed inside a small tube filled with formalin. The lens was sent to r&d for evaluation and under hydration, enhanced surface scattering was observed (characteristic of subsurface nanoglistenings (ssng), which develop over time). Localized proteinaceous deposits were present on the explanted iol optic surface. The root cause for the light scatter and the reduced visual acuity cannot be determined. Based on the product expiration date of 31-mar-2006, it can be estimated that the lens remained implanted for at least ten years. Light scatter develops over time. Studies have shown that surface light scattering does not affect image resolution or mtf values. The magnitude of decrease in light transmission appeared to be inconsequential for optical performance. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. (B)(4).

Event description:
A surgeon reported a decrease in vision and sub surface nano-glistenings (ssng) of a lens in a patient following an intraocular lens (iol) implant procedure. The lens was exchanged.